Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
During a hemostasis procedure, location not disclosed, the probe was connected to diathermy and passed trough the scope. It was found not to be working so it was removed from the scope. The physician intended to try again to use the device but when it was tested on the pt, it was noted that the ceramic tip of the device had fallen off ("a clean cut"). The needle hub was still present on the device. The ceramic tip was left in the pt so the pt "can pass it". The procedure was completed with a second device. There were no pt complications and the pt was reported to be good.